Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. It was reported that the customer experienced a low blood glucose (bg) level of low to 42 mg/dl. Cause was not known. Customer took glucogon to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.